Manufacturer narrative:
Device received with blank display due to battery tube connector not plugged in properly into interface board. Unable to confirm program alarm anomaly, unexpected restart, or watchdog set test failure alarm due to blank display. Scratched lcd window noted during visual inspection. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's wife reported via phone call that the device alarmed a program alarm anomaly, watchdog set test failure alarm then had a blank. Customer put the device to rest for 2 hours and the device alarmed an unexpected restart alarm then had a blank display after a battery change. Customer's blood glucose was 566 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.